Manufacturer narrative:
The fse replaced multiple hardware components. No additional information regarding this event was supplied. A clear root cause for this event has not been determined.

Event description:
While inspecting the unicel dxc 880i synchron access clinical systems for a different issue, a field service engineer (fse) found signs of overflow in cuvette wash tray. The fse observed a complete cuvette wash cycle, but no overflowing seen. No injury has been reported in connection with this event.